Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the dome of the returned mr290v chamber sustained multiple cracks. The cracks started at the base of the dome and stretched upwards. The hospital further reported that the chamber was used on a patient for two or three days before the incident occurred. A lot check revealed no other complaints of this nature for lot number 150830. Conclusion: we were unable to determine what had caused the multiple cracks observed on the chamber dome. However, it is known that pressure in excess of 80cmh2o may affect the integrity of the chamber and result in this type of cracking. The cracks on the chamber dome are most likely the cause of the leak that the hospital reported. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The crack on the chamber dome occurred after two or three days of use suggests that it was initially functioning correctly. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) (B)(6) that a water leak was found at the connection between the chamber base and the water feedset tube of an mr290v vented autofeed humidification chamber during use. No patient consequence was reported.